Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) has depleted, faster than anticipated (settings provided: amplitude: 4.6 ma, pw: 450 msec, rate: 50 hz). The issue has not resol ved, no patient harm reported. Additional information was received. Documentation regarding impedances was provided and confirmed to be within normal range. However, the settings from these reports differ from what was previously communicated. A new longevity calculation was run with the following settings (6.1ma simple monopolar, 450us, 60hz), showing the ins should last 1 year and 3 months (at the settings provided). Additional information was received. The healthcare provider stated that the ins drained too quickly due to high power values. A rechargeable battery therapy system will need to be considered for this patient. It was reported that the implanted neurostimulator (ins) had premature/abnormal ins depletion. Additional information was received. The manufacturer representative (rep) stated that they had contacted technical services who then calculated that the depletion time experienced isn¿t out of the ordinary, based on the settings and impedances (within range) the customer provided (attached). The customer is going to advise a rechargeable system should be used instead.

Manufacturer narrative:
H7: notification 2182207-08-23-2024-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.